Event description:
It was been reported that while positioning a pt on the exam table of a discovery xr650 x-ray system, the pt fell off the table. As a result of this fall, the pt received a vertebral compression fracture requiring the installation of a 3 points corset.

Manufacturer narrative:
Pt info is confidential and will not be released by the hospital. Initial reporter first name was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.